Event description:
It was reported that during a laparoscopic splenectomy procedure, during the third fire, the scrub nurse reloaded the reload as usual. It was uploaded and cap was removed. The doctor tried to dissect the splenic veins and some vessels by this firing. He found it was a bit hard to close the jaw. After he closed the jaw, he waited for a few seconds and fired. However, the knife seems to be locked and the knife could not be advanced. He opened the jaw, he found the staples at proximal end had come out but the legs were still in straight form. Procedure was completed with same like device. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4).